Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported an overdischarge for 4 months. It was later reported that the patient¿s ins charge was changing from 75% to 25% in minutes and it did not appear to be holding a charge. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported. It was reported that the new recharger was not communicating with their implant and their implant wouldn't charge. This was reportedly first noticed in (B)(6) 2019. Manufacturer representative reported the ins was holding a charge after the patient charged to 100% then depleted past 25% 3 times as customer service directed. No further complications reported/anticipated.